Event description:
The manufacturer received information alleging a dreamstation 2.0 shuts off. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device had a burnt pca. Device was not repaired due to customer's request. Device was scrapped.